Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.

Event description:
Caller indicated the glucocard expression meter was giving variable readings. Customer said he got a reading of 480 and within minutes he got a reading of 30. He's been getting high readings on this meter and he feels it's not accurate since he doesn't feel like his glucose is high. No symptoms that would indicate high glucose. His technique is good and also storage. Customer has had meter for over a year and looks in good condition. He does use alcohol wipes and lets area dry before pricking finger. Replacing product.